Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was an e315 scope err unsupported scope error and no image. Based on the results of the investigation, it is likely the following led to the malfunction: the blurry image occurred due to corrosion on the plug unit and an e315 scope err unsupported scope error. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibited a image blurry. The issue occurred before sedation during a diagnostic gastroscopy procedure, which was completed using the same device. No patient harm was reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.